Event description:
Event description guidant received information that the active fixation lead became dislodged approximately four months post implant. The lead was explanted and a successfully replaced with a new guidant lead.